Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the pulmonary artery during a laparoscopic left upper lobectomy procedure, the first reload had an issue where it appeared that the tissue was not easily remove from the distal end of the reload. The second reload locked up halfway through firing, however, with additional force continued to fire but the staple line where resistance occurred had a poor formation which led to bleeding. The surgeon had to increase the chest incision to address the bleeding and suture the vessel. The laparoscopic procedure converted to open due to device problem.